Event description:
Customer called on (B)(4) 2012, reporting of a blood leak coming from the dispense probe rinse block of the lh750 slidemaker. Customer was wearing personal protective equipment consisting of gown, gloves and goggles at the time of the event and no injury or exposure was reported. Patient results were not affected by the leak and there was no change to patient treatment attributed to this event. Field service engineer (fse) was dispatched and found the sample dispense probe was not locked in place after customer maintenance. Fse stated that the blood leak from the probe was due to the probe not being cleaned properly. Root cause for the blood leak was attributed to the sample dispense probe not locked in place after customer maintenance resulting in the probe not being cleaned properly.

Manufacturer narrative:
(B)(4).